Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In order to evaluate the condition of the internal components, the device was disassembled. Upon dissembling, no broken or missing components were noted. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.